Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the manufacturing records were reviewed and there were no relevant issues found during the manufacturing process. The patient was reported to have been fused and was not refitted with a new construct. The rod is secured inside the tulip where it contacts the hex head of the screw. Visual analysis confirmed contact consistent with this. Conclusion: the probable root cause is normal wear.

Event description:
It was reported that; we had a removal of instrumentation. Upon removing one of the screws she noticed an area of metallosis. The blocker was loose on the tulip allowing the rod to move within the screw tulip. It appears that the movement allowed the rod to file down the blocker and screw. Additional email correspondence indicated the instrumentation being removed as "it was coming out" . Loose blocker observed at s1.

Event description:
It was reported that; we had a removal of instrumentation. Upon removing one of the screws she noticed an area of metallosis. The blocker was loose on the tulip allowing the rod to move within the screw tulip. It appears that the movement allowed the rod to file down the blocker and screw. Additional email correspondence indicated the instrumentation being removed as "it was coming out" . Loose blocker observed at s1.